Event description:
A customer reported that their pump screen went dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level, with readings not exceeding 500 mg/dl. Technical support attempted troubleshooting steps, including checking the power source and attempting a reset, but none succeeded. Consequently, technical support arranged for a pump replacement and advised the customer on using multiple daily injections as a temporary insulin therapy. The customer was informed about returning the faulty pump and the instructions for setting up the replacement device.